Event description:
It was reported that balloon rupture occurred. The 90% stenosed target was located in the moderately tortuous and severely iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first to second inflation at 18 atmospheres for 2-3 seconds, the balloon ruptured. The device was removed and another 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first to second inflation at 18 atmospheres for 2-3 seconds, the balloon also ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and post procedure, the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).